Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). The philips field service engineer (fse) evaluated the device and verified the reported condition. The fse replaced the speaker assemblies to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator had a faulty backup alarm. Reportedly, the light was faulty. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.